Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, there was difficulty inserting the sheath into the groin access site. The sheath was replaced with a competitor dilator after the sheath was removed and the patients blood pressure dropped. Contrast was used and a tear was found. The patient received four unit of blood and a stent. The patients blood pressure stabilized. The case was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.